Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt worked for at<(>&<)>t and starting at the end of 2019 the samsung flip and fold would send out magnetic waves that interfered with the patients therapy causing the intensity to increase making it uncomfortably painful. Pt wanted to verify with medtronic to see if wearing an ems protection clothing would help. Patient services reviewed with pt.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4). Implanted: (B)(6) 2021, product typez: implantable neurostim ulator. Other relevant device(s) are: product ID: 97715, serial/lot #: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.